Event description:
As reported by the user facility: filter did not fully deploy at the time of implant and has since "opened" up more to about 50% they can't return it, it's still in the patient. The patient is most likely going to a different hospital to have it removed.